Event description:
Following an unsuccessful cavity integrity assessment (cia) tests, the physician did a hysteroscopy and noted no signs of perforation. After the second device failed, the cia test, the physician performed a hysteroscopy and saw a "possible small perforation." The procedure was aborted. No intervention was required. On (B)(6) 2012, it was reported the pt is doing "fine."

Manufacturer narrative:
Serial (B)(4). Device history record (DHR) review was conducted for the identified lot number and serial number of the disposable device. No abnormalities were found related to the reported info. This device passed final testing prior to release. Device history record (DHR) review was conducted for the radio frequency controller. There were no reworks or observations noted at time of manufacture. No relationship can be established between DHR and current complaint. Result - a performance test could not be completed as the facility returned the devices with the lines cut. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (B)(4).